Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where two pascal ace devices were implanted. On post-operative day 10, the patient showed severe dyspnea after mitral valve intervention. The tee (transesophageal echo) showed an asd (atrial septal defect) and two days later the asd closure was performed. There were no problems or resistance with inserting the guide sheath through the transseptal puncture and no device related tissue injury was reported. Patient was recovered and there were no adverse consequences report.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h6 and h11. The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with other empirical evidence as confirmed by the edwards clinical specialist present at the case. No manufacturing non-conformities were identified from the imaging evaluation. Furthermore, a device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information is insufficient to determine what may have contributed to this adverse event.